Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies in drawer had failed when loaded. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies failed in drawer 2.2. A field service engineer stated the customer had reported many issues on the drawer. The fse replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.